Event description:
A surgeon reports a crack was noted on the intraocular lens (iol) after implantation. Enlargement of the incision was required to accomodate iol removal and replacement. Additional info has been requested.